Manufacturer narrative:
Company representative evaluated the unit and could not duplicate the issue. The system was reset for analog input; tested and no issues found.

Event description:
Customer reported that panorama central station displayed a blue screen which may have affected telemetry monitoring. No patient injury was reported.